Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the water leaked at perfusion head of cassette before a vitrectomy procedure. The procedure was completed after the product was replaced. There was no patient involvement. There was no harm to the operation room staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. One wet 25+ gauge (ga) 5.0 cpm combined pak was visually inspected. The drip chamber spike on the administration manifold cracked. The ball in the drip chamber¿s check valve moved freely per specification. The infusion cannula line was not returned, and the lab stock one was used for testing. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassette. No leakage was observed during generating 200 millimeter mercury (mmhg) pressure into the cassette. The sample was tested with the returned administration manifold using the constellation console. The sample could prime, tune with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from the lab stock, and pass intraoperative pressure (iop) calibration successfully. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the cassette, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. However, leakage occurred from the cracked drip chamber spike. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier will be made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action will been requested at this time. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).